Event description:
The stimulation was off for about three weeks; the pt had stimulation in the wrong area. She had a couple of falls and experienced burning at the lead/extension and ipg sites. It was stated that the device was "not working" and it was removed. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance on the lead. The #3 conductor was broken underneath the #3 electrode sleeve. The #0 conductor was broken underneath the #0 connector sleeve. The ipg and extension were functionally ok and there were no anomalies found on the ipg plug.